Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 7 mmol/l at the time of the call. The customer stated that they cannot get out of the filling menu. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
The pump was received with a broken end cap. Unable to verify any alarms due to a broken end cap. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked reservoir tube window, a cracked reservoir tube lip, and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.